Event description:
It was reported that the device longevity was estimated at less than one month, despite the device only being implanted for about six weeks. It was noted that the patient had received 34 therapies at implant, and four shocks more recently, along with apparent failed shocks. It was also noted that the device had counted 120 high voltage charges at implant. Follow-up determined that the implant was very complex, resulting in multiple shocking configurations being attempted using multiple tachy leads. Numerous induction shocks were delivered, with many of the rescue attempts requiring three shocks per attempt. All shocks were noted to be legitimate based on the device functionality and the complex implant. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6996sq58 implantable tachy lead, (B)(6) 2009; 6996sq58 implantable tachy lead, (B)(6) 2013; 5071-53 implantable pacing lead, (B)(6) 2013; 5071-35 implantable pacing lead, (B)(6) 2013; 5076-45 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the device longevity was estimated at less than one month, despite the device only being implanted for about six weeks. It was noted that the patient had received 34 therapies at implant, and four shocks more recently, along with apparent failed shocks. It was also noted that the device had counted 120 high voltage charges at implant. Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. The device remains in use. No further patient complications have been reported as a result of this event.